Event description:
On january 28, 2010, a doctor reported that three crowns placed with maxcem elite cement delaminated. In this first incident, the crown was accidentally swallowed by the patient.

Manufacturer narrative:
A doctor reported that a crown that had been placed using maxcem eilte had delaminated and was accidentally swallowed by a patient. It was confirmed that the patient naturally passed the crown and is doing fine. The patient has also returned to the doctor's office to have a new crown placed. A retain sample was initially evaluated for adhesive strength and was found to be within product specifications. When the actual product involved in the incident was returned to kerr corporation, it too was evaluated for adhesive strength and was also found to be within product specifications. This is the final report.